Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Event problem codes: patient code: (B)(4)- no consequences or impact to patient, labeled. Device code: (B)(4)- other (lens stuck in injector), unlabeled. Evaluation codes: method: (process evaluation) device work order search results: (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 23.0 preloaded injector in 2014. Prior to implantation, the lens became blocked in the nozzle of the device. Lens was not implanted and no injury to patient was reported.

Manufacturer narrative:
A product evaluation found that the lens was stuck in the injector. Based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4).